Event description:
Oct (optical coherence tomography) system would not recognize the catheter. Catheter was connected to its automatic withdrawal device and the "click" insured that there was a good connection. The system would not recognize the catheter and it kept prompting to connect and repeat the auto calibrate step. Tried a different catheter and it worked fine. Not documented if it was the same lot # as the defective device. Patient outcome was good.